Event description:
On may 20, 2008, the lay user/patient contacted lifescan alleging the one touch ultra smart meter was reading inaccurately. The medical affairs specialist sent follow up questions to the technical service representative (tsr) to ask the patient. The patient thinks the meter was giving inaccurate readings over three weeks prior to calling lifescan. As an example, the patient gave readings of 17.7 and 8.2 mmol/l taken within 10 minutes of each other. Based on statistical methodology, the difference between these results fall outside the expected value of <=20%. On may 12, the patient saw her nurse who took a venous sample to measure her hemoglobin a1c (hba1c). The patient had breakfast at 7 am before arriving at the nurse's office at 11 am. On five days prior to original date, the nurse gave the patient the hba1c result of 9.3% and from the same blood sample the blood glucose result was determined to be over 33.3 mmol/l. At that time the nurse changed the patient's levemir from 38 units to 34 units in the morning. On the day after the original date, the nurse changed the levemir to lantus insulin, 34 units in the morning. The patient also takes 4 units of novorapid before breakfast, 6 before lunch, and 6 before dinner. The patient is not on a sliding scale. It is unknown why the nurse decreased the patient's insulin. The nurse decided that based on the hba1c result, and the fact that the patient had ketones in her urine, some of the low results on her meter she had during the past few weeks were inaccurate. The patient had been eating more during the few weeks before obtaining the hba1c result when her meter read below 3 mmol/l. She ate more about twice per day during that time. She states her normal results are between 4 and 14 mmol/l and the low results occurred somewhat sporadically either before or after meals. The patient says she has had ketones in her urine before but she was usually ill with an infection during those times. She has not had ketones since she visited her nurse on five days prior to original date. The tsr determined during the troubleshooting telephone call the patient's testing technique was correct. The test strips were within expiration dating and a good condition. The meter was set to the correct unit of measure and calibration code number. The results were verified in the meter memory. A quality control test was performed with passing results. This complaint is being reported because the patient alleged her results have been inaccurately low, and that she experienced symptoms suggestive of hyperglycemia. She also claimed that the findings of ketones in her urine and elevated hba1c happened after the reported issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.